Manufacturer narrative:
An event regarding acetabular loosening involving an osteolock acetabular liner was reported. Conclusion: material analysis of the device indicated "delamination was observed around the distal rim. Burnishing was observed on a section of the articulating surface. Burnishing and delamination are commonly identified damage modes in uhmwpe inserts" clinician review and material analysis found no evidence of material or manufacturing defects contributing to this clinical situation. Based on the provided information, the product reported in this investigation did not contribute to the acetabular loosening no further investigation is required at this time.

Event description:
It was reported that patient was revised due to pain. Replaced the shell with tritanium rev cup and mdm liner and head.

Event description:
It was reported that patient was revised due to pain. Replaced the shell with tritanium rev cup and mdm liner and head.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown poly liner. The following other hip devices were also listed in this report: unknown v40 28mm x+4 head unknown acetabular component it cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.